Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. (B)(4).

Event description:
It was reported that during the recovery period, post-pacemaker implant, the physician noticed on the post-procedure x-ray that the right ventricular (rv) lead had pulled back and dislodged. The patient was brought back to the procedure room and the rv lead was repositioned remaining in use. When the physician went to reattach the leads to the pacemaker, the grommet came out of the device stuck to the wrench when the wrench was withdrawn from the header block. The physician asked for a second pacemaker, which also had a problem with the grommet dislodging from the header block same as the first pacemaker. The third pacemaker attempted for implant was successfully connected to the pacing leads and implanted. No patient complications have been reported as a result of this event.